Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure) and variable vte (exhaled tidal volume) was confirmed. The asp replaced the inlet accumulator and the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the inlet accumulator and the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and variable vte (exhaled tidal volume). While the asp did not record the vte values observed, they advised ventec that they were "fluctuating a great amount rather than staying relatively steady". This behavior could result in low vte levels. There were no reports of patient involvement associated with the reported issue.